Event description:
It was reported that the patient never had therapeutic effect. The patient experienced no stimulation sensation. The patient only felt stimulation when he was arching his back. The patient reported that since implant the device had not worked and not provided any therapeutic benefit, the patient wanted to have the device explanted. It was noted that no imaging has been done to look at the location of the lead. Two months later, the patient continued to only feel the stimulation when he arched his back. It was also noted that the implantable neurostimulator (ins) site was causing the patient pain. The patient continued to want the device explanted. There was no known accident or incident related to this complaint. Four months after the second report, it was reported that the device never held a charge. It was also noted that the patient had to lie on the floor with an arch in his back to feel any stimulation. Otherwise the patient didn't use the device. The device was scheduled to be removed (B) (6), 2010.

Manufacturer narrative:
(B) (4).